Event description:
The customer reported that the vertical column was not operational, and there was no exposure on the system.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the power supply.